Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6008521, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008521 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 09-aug-2024, with a total of (B)(6) units. The sub-assembly, welding of the lot 4g04956 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 09-aug-2024, with a total of (B)(6) units. The sub-assembly, welding of the lot 4g04959 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 08-aug-2024, with a total of (B)(6) units. The sub-assembly, welding of the lot 4h01260 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 08-aug-2024, with a total of (B)(6) units. The sub-assembly, welding of the lot 4g04955 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 06-aug-2024, with a total of (B)(6) units. The sub-assembly, gluing connector of the lot 4h00139 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 04-aug-2024, with a total of (B)(6) units. The sub-assembly, gluing connector of the lot 4g05770 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 02-aug-2024, with a total of (B)(6) units. The sub-assembly, gluing connector of the lot 4h00140 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 06-aug-2024, with a total of (B)(6) units. The sub-assembly, gluing connector of the lot 4h00141 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 07-aug-2024, with a total of (B)(6) units. The sub-assembly, gluing connector of the lot 4h00403 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 09-aug-2024, with a total of 31,360 units. The sub-assembly, gluing connector of the lot 4h00402 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 08-aug-2024, with a total of 31,360 units. The sub-assembly, gluing connector of the lot 4h00404 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 10-aug-2024, with a total of 31,360 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.